Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 did not stay in position. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found no related errors. When the isi tse asked what was meant by "does not stay in place," the surgeon reported that he was under the impression that it did not stay in place after performing the movement. The isi tse asked the customer to disable the finger clutch and try again. The surgeon was not having the problem at the time. At the end of the surgery, they were planning to perform a cleaning of the blue fiber cable (bfc), the patient side cart (psc), and the surgeon side cart (ssc) connectors. The system was working properly during the call. The customer was completing the procedure, robotically, as expected, with less than 15 minutes delay.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer perform a bfc cleaning at the end of the procedure. No repair was required as the issue was resolved by the customer. The customer performed the system reboot, and normal system operation was restored. The isi field service engineer (fse) reviewed remote logs and informed the customer that no errors were noted. Normal system operation verified by the customer. No additional error type had occurred since the service call was placed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.